Manufacturer narrative:
Reporter's email address and occupation are not known. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that during device checkout the defib synchronous output connector was not working. There was no reported pt injury associated with this event.